Event description:
In 2004 had initial lapband surgery, was discharged from hospital -day surgery- doing ok. Later that night began to have difficulty holding down sips of water, eventually started to vomit small amounts of blood. Surgeon had me return to hosp for admission & spent the next week in the hosp w/ with dr hoping that I would get better. Ended up having to go back for a second surgery 8 days later to remove original lapband & replaced it. Everything seemed to work well for several months. After one of the fills, I began to experience vomiting again. When I went back in to have the band emptied, the dr's office did a contrast x-ray & it was discovered that a portion of my stomach had pushed over the band causing an unusual lower pouch. The band was emptied in hopes that my stomach would go back down... No such luck. I never seem to know what foods invoke vomiting & sometimes one time a certain food will be alright & the next time, it is reeking havoc on my stomach. I am now having to go back in for 3rd time for surgery for another replacement. I have filed a complaint to inamed over these situations. I have been told by 2 different reps that someone from the company would be calling me back. I don't think I need to state this, but I have yet to have had a call back. When I spoke to one of the reps, about the fact that I felt this was ridiculous having these problems & that inamed should be responsible for a portion of the medical bills I will be incurring for the 3rd time. Since then I haven't heard word one from inamed. There should be no reason that the lapband is failing again, I have followed all the instructions from the drs & followed the diet closely -have lost approx 80+ lbs. Something needs to be done!